Event description:
The consumer alleges that the shower chair her husband was using this morning cracked jaggedly and her husband fell through the chair. The chair cut his back. The caregiver and wife called 911. The caregiver and the wife got the patient out of the tub and into his wheel chair. 911 advised not to move the patient, however the wife stated they already had. The patient was transported by ambulance to the emergency room. The staff cleaned the wounds, administered a tetanus shot and took xrays. The wife stated the patient had just been released from bypass surgery where they removed 20 pounds in fluid from him. She stated the patient now weighs about (B)(6). The wife also stated that the patient had also had back surgery recently as well. His back is scratched from shoulders to bottom of butt.

Manufacturer narrative:
Ey - 8/3/15 - should additional information become available, a supplemental record will be filed.